Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a boston scientific representative called technical services (ts) to discuss the possibility of a magnetic resonance imaging (MRI) for this patient with a right ventricular (rv) lead. Upon reviewing the data, ts noted a red alert for this rv lead due to a gradual increase in out-of-range pacing impedance measurements. Ts noted the measurements have remained out of range since (B)(6) 2025. Ts also noted this rv lead exhibited high pacing thresholds. Ts discussed this lead was showing signs of a loss of integrity. Ts also discussed the rv lead is unable to be programmed to unipolar for an MRI and to proceed would be at physician discretion. This rv lead remains in service and no adverse patient effects were reported.